Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a previous incision and the lifevest rubbed it and caused it to open. It was reported that the patient had a wound vac and that the lifevest electrode interfered with it. There was no alleged device malfunction contributing to the irritation. It was reported that the patient required surgery to repair the open incision that the lifevest rubbed against. Follow up indicated that the skin irritation improved.